Event description:
It was reported the patient received the following results within 15 minutes: 300's mg/dl (system 1) and 100's mg/dl (system 2). The customer could not provide the exact values. The blood glucose results were obtained using the same vial of test strips.